Event description:
A report was received that stated during an injection, the needle became detached from the syringe. The nurse removed the needle from the patient manually. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Device evaluation: one glass syringe (non-smiths component) and attached to the syringe needle pro component (smiths) was returned. No needle was provided for evaluation. Visual inspection of returned sample observed no non-conformities with the device. Luer tapers met tolerance of iso 594/1 gages. During functional testing, the pro component was leak tested. Testing found no leakage. Without needle component being returned, full root cause could not be investigated. The returned device sample was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.